Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4 and h6. The device was returned to olympus for inspection and the reported failure was confirmed. The device returned without missing plastic piece that cover part of the grasping section. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is due to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a laparoscopic cholecystectomy, a plastic on the tip of this ultrasonic surgical device came off and fell inside the patient's abdomen. It was also noted that an error message kept stating that the device was hitting metal, but no clips had been used on the patient¿s gallbladder yet. The plastic was retrieved without any further issues. The procedure was then completed with a similar device. There were no further reports of patient harm.